Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via (B)(6) high blood glucose levels. The customer's blood glucose value at the time of incident was 600. She went to the bathroom and realized that the connector cap was detached from the reservoir, and she is unsure what caused that to happen. Troubleshooting was initiated and the customer changed the infusion set. No products were returned and the customer was shipped one infusion set and one pump reservoir.